Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. In general information: date due, become aware date are updated in this follow-up. In box a: date of birth (rfb), age (rfb), weight (rfb), ethnicity (rfb) and race (rfb) are updated in this follow-up. In box b: adverse event/product problem, outcomes attributed to ae, event date (rfb), relevant test/lab data (rfb), other relevant history (rfb) and other relevant history are updated in this follow-up. The updated b5 will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, asthma (new or worsening), bronchitis, reoccurring sinus pneumonia, upper respiratory problems infections. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: device identifier (gtin) is updated in this follow-up. In box e: reporting institution name, reporting address line 1, reporting address city, reporting address state, reporting address postal and init. Report sent to FDA (rfb) are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: type of reported complaint, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid and recall (z) number are updated in this follow-up.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received additional information alleging that there is no visualization of black particle and patient history is updated correctly. The medical intervention was not specified. Section g and h are updated in this report.